Manufacturer narrative:
Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Adr reported information: on (B)(6), 2024, before injecting insulin to the patient (B)(4), after installed needle on insulin tube core, it was found that the insulin needle could not exhaust liquid medicine. Through inspection found that the needle-npe was bent, so the insulin needle was immediately replaced and then the injection again. Call center confirmed with the customer on august 28th: only 1 problem needle. The confirmed material code is 320543. It was purchased recently, but the specific product sales date and supplier are unclear. No samples, no photos, and no customer response is needed. Sample availability: no sample availability details: no sample available.